Event description:
Component fractured.

Event description:
Component fractured. The batch number was provided with the returned product, which is different than the original batch number. The corrected information is provided in this follow up report.

Manufacturer narrative:
The batch number was provided with the returned product, which is different than the original batch number. The corrected information is provided in this follow up report.